Manufacturer narrative:
One cadd legacy 1 pump was received damaged with a damaged housing. The event history log was reviewed and there was evidence of the reported issue. The device was powered up and alarmed error code 1230 which is a corruption of the ram memory of the circuit board. The software will be reloaded, and the damaged front and rear housing will be replaced (battery door, lcd and screen included).

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had a bad lens, bad lcd, damaged housing, missing battery door and an error code 1230. There was no reported adverse event.